Manufacturer narrative:
(B)(4). The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate medwatch MFR number.

Event description:
This is filed to report the resistance met between the clip delivery system and the steerable guiding catheter (sgc) during removal, which damaged the clip introducer and has the potential to result in serious injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The steerable guiding catheter (sgc) was advanced to left atrium without issue. The clip delivery system (cds) was attempted to be inserted and keyed into the sgc, but when the blue lines were aligned, the cds could not be inserted. Even with a slight turn of the cds, it was not possible to insert the cds, and strong resistance was noted. The decision was made to replace the device, but when the cds was removed, the clip introducer caught on the guide and the plastic of the introducer was ruptured (torn). A new cds and sgc were used to continue the procedure. One clip was implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The incident information provided to abbott vascular, analysis of the returned clip delivery system (cds), manufacturing records and complaint history for the reported lot were reviewed. The reported difficult cds insertion was confirmed via returned device analysis. The investigation concluded that the reported user experience was related to misaligned sgc keyway. A definitive cause for the reported clip caught in the clip introducer (ci) resulting in difficulty removing the clip and damage to the ci in this incident could not be determined. The returned device analysis confirmed that the ci was torn. It is possible that the user technique contributed to the difficulty removing the clip from the ci; however, this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information received: the clip delivery system (cds) was attempted to be inserted and keyed into the steerable guide catheter (sgc) but could not be inserted. The decision was made to replace the cds but when the cds was removed [retracted], the clip caught on the clip introducer of the cds, not on the sgc as previously reported, and the plastic of the clip introducer was ruptured (torn).